Event description:
It was reported that the patient felt stimulation in both feet however stimulation should have been targeting only the left foot. Re-programming was attempted however, it was not successful. X-ray images did not reveal any migration. The patient underwent a revision procedure where the lead was repositioned. Post operatively, the patient was doing well. It is unknown which of the two implanted leads was repositioned.